Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with syncope. The right atrial lead dislodged. The lead was capped and replaced on (B)(6) 2016. No additional information will be shared on this case.